Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during visual inspection noted that the keypad is worn but all symbols are still legible. During testing the up and ok buttons were found to be unresponsive. Evaluation revealed that there was contamination under all contact buttons. When pump is booted up, the display is a dim red color. When the pump display is replaced with a test display the variance in color/contrast is fixed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.